Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stents remain in the patient. There was no reported product deficiency. The reported hypersensitivity is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a couple of days after two overlapping xience v stents were implanted in the patient's right posterior descending arteries (pda), he began experiencing a bad taste in his mouth that has not resolved. On (B)(6) 2011, two 2.5 x 28 xience v rx stents were implanted in the distal and proximal pdas. His physicians are aware of this and thought the bad taste was possibly due to the patient's medications so they changed some of his meds (lisinopril, coreg, verapamil). After the stenting procedure, he was taking prasugrel, but that was changed after 2.5 weeks to plavix. These changes in medications have not alleviated the metallic, bad taste in his mouth. No matter what he eats, it does not taste like what it should. He has tried chewing gum, mints, and rinsing with mouthwash. The taste returns after the a couple of minutes. He has a non-abbott stent implanted in 2009, but he did not have this same side effect of this bad taste in his mouth. He does not think it was a drug eluting stent in 2009. He is on the same medications now as he was on in 2009 including aspirin, niacin, and vitamins. There was no additional information provided.